Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure. In 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), abdominal distension ("bloating"), back pain ("back pain"), headache ("headaches"), vaginal discharge ("vaginal discharge") and depression ("depression"). The patient was treated with surgery (removal of ovaries on (B)(6) 2014 and full hysterectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the abdominal pain, genital haemorrhage, abdominal distension, back pain, headache, vaginal discharge and depression had resolved and the procedural pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, abdominal distension, back pain, headache, vaginal discharge, depression and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2012: hysterosalpingogram result was not provided. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain and heavy bleeding (seen as genital bleeding). She underwent a removal of ovaries and later a full hysterectomy was performed. Essure was removed. The events are anticipated according to the reference safety information for essure. Abdominal pain and genital bleeding may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and a device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in a 32-year-old female patient who had essure (batch no. 869764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: multiple use of single-use product "they had pull back one of the coils and reinsert it because patient's of heart shaped uterus". The patient's previously administered products included for birth control: depo provera. Past adverse reactions to the above products included depression with depo provera. Concurrent conditions included uterine disorder. Concomitant products included gabapentin. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 4 days before insertion of essure, the patient experienced abdominal distension ("bloating /bloating"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain / left side pelvic pain") and constipation ("constipation"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2012, the patient experienced the first episode of headache ("headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2012, the patient experienced vaginal disorder ("vaginosis") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced acne cystic ("severe cystic acne"), nausea ("nausea"), tooth disorder ("dental problems"), seizure ("seizures") and vision blurred ("blurred vision"). In (B)(6) 2014, the patient experienced sinusitis ("sinusitis"). In 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), the second episode of headache ("headaches"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain") and bone pain ("bone pain"). The patient was treated with surgery (total hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, abdominal distension, back pain, vaginal discharge, depression, female sexual dysfunction, nausea, dyspareunia and alopecia had resolved and the procedural pain, vaginal haemorrhage, menorrhagia, vaginal disorder, sinusitis, anxiety, acne cystic, migraine, the last episode of headache, tooth disorder, seizure, dysmenorrhoea, pelvic pain, vision blurred, fatigue, constipation, abdominal pain lower and bone pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne cystic, alopecia, anxiety, back pain, bone pain, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, procedural pain, seizure, sinusitis, tooth disorder, vaginal discharge, vaginal disorder, vaginal haemorrhage, vision blurred, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: looked completely normal; in (B)(6) 2012: not provided quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (vaginal, menorrhagia), vaginosis, apareunia (inability to have sexual intercourse), sinusitis, anxiety, severe cystic acne, migraines, headaches, nausea, dental problems, seizures, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), pain, blurred vision, fatigue, constipation, hair loss, lower abdominal pain, bone pain, they had pull back one of the coils and reinsert it because patient's of heart shaped uterus", reporter, lot number, concomittant drug and condition added from pfs.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding") and seizure ("seizures") in a 32-year-old female patient who had essure (batch no. 869764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: multiple use of single-use product "they had pull back one of the coils and reinsert it because patient's of heart shaped uterus". The patient's past medical history included hiatal hernia. Patient declined medical management and underwent a lis lso with pathology c/w endometriosis , nv dc. Previously administered products included for birth control: depo provera; for an unreported indication: portia. Past adverse reactions to the above products included depression with depo provera. Concurrent conditions included uterine disorder, dysuria, chlamydial infection, gonorrhea, urine odour foul, adnexal mass, vaginal odor, endometrioma, follicular cyst of ovary, muscle mass, add, bipolar disorder, mental disorder and left lower quadrant pain. Concomitant products included gabapentin. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal distension ("bloating /bloating"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain / left side pelvic pain") and constipation ("constipation"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2012, the patient experienced the first episode of headache ("headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2012, the patient experienced vaginal disorder ("vaginosis") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced acne cystic ("severe cystic acne"), nausea ("nausea"), tooth disorder ("dental problems"), seizure (seriousness criterion medically significant) and vision blurred ("blurred vision"). In (B)(6) 2014, the patient experienced sinusitis ("sinusitis"). In 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), the second episode of headache ("headaches"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain"), bone pain ("bone pain") and fibromyalgia ("autoimmune disorder, type of disorder: fibromyalgia"). The patient was treated with antibiotics, bupropion (wellbutrin), mefenamic acid (ponstel) and surgery (total hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, abdominal distension, back pain, vaginal discharge, depression, female sexual dysfunction, nausea, dyspareunia and alopecia had resolved and the procedural pain, vaginal haemorrhage, menorrhagia, vaginal disorder, sinusitis, anxiety, acne cystic, migraine, the last episode of headache, tooth disorder, seizure, dysmenorrhoea, pelvic pain, vision blurred, fatigue, constipation, abdominal pain lower, bone pain and fibromyalgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne cystic, alopecia, anxiety, back pain, bone pain, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, procedural pain, seizure, sinusitis, tooth disorder, vaginal discharge, vaginal disorder, vaginal haemorrhage, vision blurred, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: there were 3 trailing coils into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: looked completely normal; in march 2012: not provided. Pathology test - on (B)(6) 2016: pregnancy test - on (B)(6) 2014: negative. Ultrasound scan vagina - on (B)(6) 2014: on (B)(6) 2014 ultrasound of pelvic transvaginal was done having result , complex cystic lesion in the left ovary, most consistent with an endometrioma. Size is slightly decreased in size compared to prior study . Normal right ovary. * on (B)(6) 2016 pathology test was performed having result, uterus, cervix, bilateral fallopian tubes and ovaries: benign ectocervical mucosa and endocervical glands. Benign proliferative phase endometrium. Left ovary with endometriosis.benign right ovary.benign bilateral fallopian tubes. Essure device present within lumen of left fallopian tube. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record dyspareunia, dysmenorrhea (cramping), abdominal pain, constipation, pelvic pain, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2018: pfs received. Event: fibromyalgia were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in a 32-year-old female patient who had essure (batch no. 869764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: multiple use of single-use product "they had pull back one of the coils and reinsert it because patient's of heart shaped uterus". The patient's past medical history included hiatal hernia. Patient declined medical management and underwent a lis lso with pathology c/w endometriosis , nv dc. Previously administered products included for birth control: depo provera; for an unreported indication: portia. Past adverse reactions to the above products included depression with depo provera. Concurrent conditions included uterine disorder, dysuria, chlamydial infection, gonorrhea, urine odour foul, adnexal mass, vaginal odor, endometrioma, follicular cyst of ovary, muscle mass, add, bipolar disorder, mental disorder and left lower quadrant pain. Concomitant products included gabapentin. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 4 days before insertion of essure, the patient experienced abdominal distension ("bloating /bloating"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain / left side pelvic pain") and constipation ("constipation"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2012, the patient experienced the first episode of headache ("headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2012, the patient experienced vaginal disorder ("vaginosis") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced acne cystic ("severe cystic acne"), nausea ("nausea"), tooth disorder ("dental problems"), seizure ("seizures") and vision blurred ("blurred vision"). In (B)(6) 2014, the patient experienced sinusitis ("sinusitis"). In 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), the second episode of headache ("headaches"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain") and bone pain ("bone pain"). The patient was treated with antibiotics, bupropion (wellbutrin), mefenamic acid (ponstel) and surgery (total hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, abdominal distension, back pain, vaginal discharge, depression, female sexual dysfunction, nausea, dyspareunia and alopecia had resolved and the procedural pain, vaginal haemorrhage, menorrhagia, vaginal disorder, sinusitis, anxiety, acne cystic, migraine, the last episode of headache, tooth disorder, seizure, dysmenorrhoea, pelvic pain, vision blurred, fatigue, constipation, abdominal pain lower and bone pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne cystic, alopecia, anxiety, back pain, bone pain, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, procedural pain, seizure, sinusitis, tooth disorder, vaginal discharge, vaginal disorder, vaginal haemorrhage, vision blurred, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: there were 3 trailing coils into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: looked completely normal; in (B)(6) 2012: not provided pathology test - on (B)(6) 2016: pregnancy test - on (B)(6) 2014: negative. Ultrasound scan vagina - on (B)(6) 2014: on (B)(6) 2014 ultrasound of pelvic transvaginal was done having result , complex cystic lesion in the left ovary, most consistent with an endometrioma. Size is slightly decreased in size compared to prior study . Normal right ovary. * on (B)(6) 2016 pathology test was performed having result, uterus, cervix, bilateral fallopian tubes and ovaries: benign ectocervical mucosa and endocervical glands. Benign proliferative phase endometrium. Left ovary with endometriosis. Benign right ovary. Benign bilateral fallopian tubes. Essure device present within lumen of left fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record dyspareunia, dysmenorrhea (cramping), abdominal pain, constipation, pelvic pain, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure coil embedded in my uterus'), abdominal pain ('abdominal pain'), genital haemorrhage ('heavy bleeding') and seizure ('seizures') in a 32-year-old female patient who had essure (batch no. 869764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: multiple use of single-use product "they had pull back one of the coils and reinsert it because patient's of heart shaped uterus". The patient's medical history included hiatal hernia. Patient declined medical management and underwent a lis lso with pathology c/w endometriosis , nv dc. Previously administered products included for birth control: depo provera; for an unreported indication: portia. Past adverse reactions to the above products included depression with depo provera. Concurrent conditions included uterine disorder, dysuria, chlamydial infection, gonorrhea, urine odour foul, adnexal mass, vaginal odor, endometrioma, follicular cyst of ovary, muscle mass, add, bipolar disorder, mental disorder and left lower quadrant pain. Concomitant products included gabapentin. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced abdominal distension ("bloating /bloating"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain / left side pelvic pain") and constipation ("constipation"), 4 days before insertion of essure. On (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2011, the patient experienced vaginal discharge ("vaginal discharge"), depression ("depression") and anxiety ("anxiety"). In (B)(6)2012, the patient experienced headache ("headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines"). In (B)(6)2012, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6)2012, the patient experienced vaginal disorder ("vaginosis") and fatigue ("fatigue"). In (B)(6)2013, the patient experienced acne cystic ("severe cystic acne"), nausea ("nausea"), tooth disorder ("dental problems"), seizure (seriousness criterion medically significant) and vision blurred ("blurred vision"). In (B)(6)2014, the patient experienced sinusitis ("sinusitis"). In 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain"), bone pain ("bone pain"), fibromyalgia ("autoimmune disorder, type of disorder: fibromyalgia"), vomiting ("vomiting") and endometriosis ("eendometriosis"). The patient was treated with antibiotics, bupropion hydrochloride (wellbutrin), mefenamic acid (ponstel) and surgery (total hysterectomy, bilateral salpingo-oophorectomy and total hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2016. At the time of the report, the embedded device, abdominal pain, genital haemorrhage, abdominal distension, back pain, headache, vaginal discharge, depression, female sexual dysfunction, nausea, dyspareunia and alopecia had resolved and the procedural pain, vaginal haemorrhage, menorrhagia, vaginal disorder, sinusitis, anxiety, acne cystic, migraine, tooth disorder, seizure, dysmenorrhoea, pelvic pain, vision blurred, fatigue, constipation, abdominal pain lower, bone pain, fibromyalgia, vomiting and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne cystic, alopecia, anxiety, back pain, bone pain, constipation, depression, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, seizure, sinusitis, tooth disorder, vaginal discharge, vaginal disorder, vaginal haemorrhage, vision blurred and vomiting to be related to essure. The reporter commented: there were 3 trailing coils into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2012: results: not provided; on (B)(6)2012: results: looked completely normal. Pathology test - on (B)(6)2016: . Pregnancy test - on (B)(6)2014: results: negative. Ultrasound scan vagina - on (B)(6)2014: . Diagnostic results: on (B)(6)2014 ultrasound of pelvic transvaginal was done having result , complex cystic lesion in the left ovary, most consistent with an endometrioma. Size is slightly decreased in size compared to prior study . Normal right ovary. On (B)(6)2016 pathology test was performed having result, uterus, cervix, bilateral fallopian tubes and ovaries: benign ectocervical mucosa and endocervical glands. Benign proliferative phase endometrium. Left ovary with endometriosis. Benign right ovary. Benign bilateral fallopian tubes. Essure device present within lumen of left fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record dyspareunia, dysmenorrhea (cramping), abdominal pain, constipation, pelvic pain, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: this record was detected to be a duplicate to record # us-bayer-2019-193406 (social media case posted in (B)(6)2016, medwatch 3500a MFR number2951250-2019-10808) from which all information was transferred to this record (us-bayer-2016-235782), then duplicate record # us-bayer-2019-193406 will be deleted. New events: embedded device (was the newly event with intervention required), vomiting, endometriosis. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure coil embedded in my uterus'), abdominal pain ('abdominal pain'), genital haemorrhage ('heavy bleeding') and seizure ('seizures') in a 32-year-old female patient who had essure (batch no. 869764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: multiple use of single-use product "they had pull back one of the coils and reinsert it because patient's of heart shaped uterus". The patient's medical history included hiatal hernia. Patient declined medical management and underwent a lis lso with pathology c/w endometriosis , nv dc. Previously administered products included for birth control: depo provera; for an unreported indication: portia. Past adverse reactions to the above products included depression with depo provera. Concurrent conditions included uterine disorder, dysuria, chlamydial infection, gonorrhea, urine odour foul, adnexal mass, vaginal odor, endometrioma, follicular cyst of ovary, muscle mass, add, bipolar disorder, mental disorder and left lower quadrant pain. Concomitant products included gabapentin. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal distension ("bloating /bloating"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain / left side pelvic pain") and constipation ("constipation"), 1 day after insertion of essure. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In december 2011, the patient experienced vaginal discharge ("vaginal discharge"), depression ("depression") and anxiety ("anxiety"). In january 2012, the patient experienced headache ("headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines"). In march 2012, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In april 2012, the patient experienced vaginal disorder ("vaginosis") and fatigue ("fatigue"). In january 2013, the patient experienced acne cystic ("severe cystic acne"), nausea ("nausea"), tooth disorder ("dental problems"), seizure (seriousness criterion medically significant) and vision blurred ("blurred vision"). In october 2014, the patient experienced sinusitis ("sinusitis"). In 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain"), bone pain ("bone pain"), fibromyalgia ("autoimmune disorder, type of disorder: fibromyalgia"), vomiting ("vomiting") and endometriosis ("eendometriosis"). The patient was treated with antibiotics, bupropion hydrochloride (wellbutrin), mefenamic acid (ponstel) and surgery (total hysterectomy, bilateral salpingo-oophorectomy ). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, abdominal pain, genital haemorrhage, abdominal distension, back pain, headache, vaginal discharge, depression, female sexual dysfunction, nausea, dyspareunia and alopecia had resolved and the procedural pain, vaginal haemorrhage, menorrhagia, vaginal disorder, sinusitis, anxiety, acne cystic, migraine, tooth disorder, seizure, dysmenorrhoea, pelvic pain, vision blurred, fatigue, constipation, abdominal pain lower, bone pain, fibromyalgia, vomiting and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne cystic, alopecia, anxiety, back pain, bone pain, constipation, depression, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, seizure, sinusitis, tooth disorder, vaginal discharge, vaginal disorder, vaginal haemorrhage, vision blurred and vomiting to be related to essure. The reporter commented: there were 3 trailing coils into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in march 2012: results: not provided; on (B)(6) 2012: results: looked completely normal. Pathology test - on (B)(6) 2016: uterus, cervix, bilateral fallopian tubes and ovaries: benign ectocervical mucosa and endocervical glands. Benign proliferative phase endometrium. Left ovary with endometriosis.benign right ovary.benign bilateral fallopian tubes. Essure device present within lumen of left fallopian tube.. Pregnancy test - on (B)(6) 2014: results: negative. Ultrasound scan vagina - on (B)(6) 2014: complex cystic lesion in the left ovary, most consistent with an endometrioma. Size is slightly decreased in size compared to prior study . Normal right ovary.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record dyspareunia, dysmenorrhea (cramping), abdominal pain, constipation, pelvic pain, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: this case was identified to be a duplicate of case 2019-193405 (legacy device report number 2951250-2019-10846), which was deleted from bayer database. All of its information has been transferred to this present case: reporter. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-jan-2017: quality-safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain and heavy bleeding (seen as genital bleeding). She underwent a removal of ovaries and later a full hysterectomy was performed. Essure was removed. The events are anticipated according to the reference safety information for essure. Abdominal pain and genital bleeding may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and a device removal was required. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.